Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A father reported a scan of lo (less than 40 mg/dl) when scanning the customer's adc freestyle libre compared to a competitor¿s brand meter. On (B)(6) 2021, as a result, the father reported a medical event requiring the customer and mother to go to the hospital where the child is currently being hospitalized, no further information was provided. There was no report of death or permanent injury associated with this event.